Manufacturer narrative:
Explant date is approximate as only the year of explant is known.

Event description:
It was reported that an spectra penile prosthesis (spp) was explanted due to an unspecified reason. No patient complications were reported in relation to this event. No other information was provided.